Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.50 x 23 mm xience alpine stent, a 3.00 x 12 mm xience alpine stent and a 2.25 x 23 mm xience alpine stent were implanted on (B)(6) 2017. On (B)(6) 2017 the patient was re-admitted with chest pain and shortness of breath. The patient was evaluated, an electrocardiogram (EKG) was taken and the troponin levels in the blood were checked. There was no reported treatment. The patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and dyspnea are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.